Event description:
It was reported via repair work order that the patient head right side rail was bent and stuck in the down position due to a bent weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.